Event description:
Cardiac cath and angiogram showed the valve with the anterior leaflet thrombosed in the partially opened position. Prior to surgery the patient was treated for streptococcal bacterial infection. Intraoperatively, the posterior leaflet was thrombosed extensively and frozen in the nearly closed position. The anterior leaflet was freely mobile. The valve was explanted and replaced with 19afhpj-505.